Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, a cable on the prograsp forceps instrument broke while the surgeon was sewing. The surgeon was sewing with a mega suturecut needle driver instrument and a prograsp forceps instrument. The cable of the prograsp forceps instrument broke when the surgeon attempted to grab the needle and reposition. The needle dropped but was recovered during the same surgical procedure. A new prograsp forceps instrument was opened and used to finish case. The procedure was completed robotically.